Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that refrigerator door was unable to open. A field service engineer shut down the station and removed the remote manager side panel and removed the latch and cleaned the microswitches, then reinstalled the latch and locked the side panel and powered the station back on to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es unable to open refrigerator door in station uah5d3. Customer rebooted the station and performed the recovery storage and reset, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.